Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reports having tachycardia and angina and feels that their device is programmed at too high of a heart rate. The patient has not yet had a device check done. The device remains in use. No further patient complications have been reported as a result of this event.